Manufacturer narrative:
(B)(4). The returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were visually examined and there were no visual irregularities noted. A functional test was performed by placing the device in the ultra-console. The device went into prime mode and received a ¿check saline supply¿ message. Microscopic examination of the device was completed and it was observed that the hypotube was broken at the edm loop at the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 18apr2017. It was reported that there was a failure to prime. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery. During preparation outside the patient, the device priming stopped after 3 seconds. Priming was attempted multiple times; however priming repeatedly stopped after 3 seconds. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the hypotube was broken at the edm loop at the tip of the catheter.